Event description:
During a f/u, device reset in vvi mode; however, reportedly, the emergency button was not pressed.

Manufacturer narrative:
On (B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.